Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was advised to remove the battery and insert battery alarm did not display on screen. Customer stated that the battery compartment and spring was neither damaged nor corroded. Customer was advised to insert new battery and display did not return after insulin pump restart. Customer stated that the insulin pump was neither bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.